Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the magnet rate of the implantable pulse generator (ipg) was consistently over 100 beats per minute and the programmer was unable to interrogate the device. The ipg remains in use. No patient complications have been reported as a result of this event.